Manufacturer narrative:
The serial number of the device was not provided, therefore the device unique identifier (UDI), approximate age of device and manufacture date are not known. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the customer submitted log files for review. During the analysis of the log file, the manufacturer's technical service representative observed a no external power alarm. This could be caused by the patient disconnecting from the mobile power unit (mpu) then plugging back into it, or the mpu came unplugged from the wall outlet. There were no other unusual events seen within the log files. No additional information was provided.